Event description:
The user reports an anomaly in the pegasys software in which the system, when processing acquisition data for a pt having previously-saved acquisition data, the previously-saved data will be loaded automatically when the newly-acquired data is processed. This can result in incorrect curves deing drawn.